Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was leakage found on a scalp bd¿ asepto 21g catheter during use. The material was reported to have a crack, making it impossible to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: our quality engineer was able to verify the reported complaint. According to visual analysis of the sample it can be verified that there was a hole in the product tube, which can cause leakage in its use. The root cause for this incident was a misalignment of the claws that take the tube to assembly the wing inside it, which caused a hole in the tube. Maintenance was performed to adjust the claw and the position of the exchange. Also the operators will be notified of the event. Confirmed: bd was able to confirm the incident in question. Investigation comments: besides the analysis of the sample returned from the customer, it has been evidenced a hole on the tube the analysis of the corrective maintenance history showed "tube nipped" during the manufacture of lot 7116548, which was enough to confirm this complaint. Samples/ photos: it was received one open and unused sample of scalp 21g product, catalog: 388337, lot: 7173756 for analysis. According to visual analysis of the sample it can be verified that there was a hole in the product tube, which can cause leakage in its use. DHR review: the following assembled wing (code: 004650bjf) lot used in the claimed final product lot 7173756 was analyzed: 7116548 assembled on machines 5006-1, 2 and 3 in the period from 05/16 to 05/31/2017; the batch in question was analyzed as tests of "damaged component" and no records of this defect were detected for the batch analyzed. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records that could lead to this issue for the lots involved in this complaint. Unplanned maintenance: corrective maintenance history was evaluated in the period of final assembly of product and the corrective maintenance # (B)(4) in the sortimat # 5006-1 machine was evidenced. Reason: "tube nipped". According to investigations performed these maintenances may lead to reported occurrence in this complaint. Conclusion: based on the investigations, it was verified that the root cause for this incident was caused by a misalignment of the claws that take the tube to assembly the wing inside it, which caused a hole in the tube leading to the incident in question.